Event description:
It was reported that the patient had been seen by paramedics with hypoglycemia. The patient's blood glucose levels reached 53 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include being unconscious and numbness on the tongue/hands. The patient was treated with glucose gel and orange juice. The patient was released the same day. The pod was worn when seeking medical attention but was removed by the paramedics.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.